Event description:
It was reported that the programmer was unable to interrogate an implanted device. The programmer and radiofrequency (rf) head were returned for service. The rf head was analyzed and tested out of specification. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power cord bay door was broken, the keyboard had loose and broken hinges and the keyboard was missing screws. (B)(4): analysis confirmed the reported event. The cable was damaged and electrically out of specification. It was also noted that the label was delaminated.